Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had broken retractor, drawer board, rear controller board. A field service engineer (fse) replaced retractor, drawer board and rear controller board to resolve the issue. Further the customer verified operation through recovery process without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 20se main drawers 2.1 and 2.2 fully failed, with all cubies within these half-height drawers non-functional. The customer rebooted the system; however, the issue was not resolved and additional drawers subsequently failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.